Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The vascular access site was femoral artery. The 80% stenosed lesion was located in a severely tortuous and severely calcified right coronary artery (rca). A 2.0x12 apex and a non bsc balloon were used to predilate the lesion. Difficulty was encountered crossing the lesion with the 3.50x28mm taxus liberte stent. Significant resistance was met upon withdrawal. The stent dislodged in the proximal right coronary artery. They inflated a balloon to crush it against the vessel wall. Went back in with a different device to treat the intended lesion. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)